Event description:
The customer reported lost sensor alarms on the insulin pump. During troubleshooting the customer's transmitter failed to charge. A replacement charger was sent to the customer. Replacement sensors were also sent to the customer. The customer also reported an aa33 alarm on a previous insulin pump which was replaced. The customer's blood glucose value during the phone call with the helpline was 458 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).